Event description:
It was reported that on (B)(6)-2007 the patient underwent spinal fusion with rhbmp-2/acs. (B)(6)-2008 the patient presented with chronic pain. (B)(6)-2009 the patient presented with migration. It was reported that there was lucency about the head of left l5-s1 transverse screw suggestive of loosening. (B)(6)-2009, the patient presented with nerve damage and was diagnosed with radiculopathy. (B)(6)-2009, the patient presented with failed fusion. Findings suggested nonunion of anterior lumbar interbody fusion. (B)(6)-2009 the patient underwent corrective surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.